Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free tubing leaked from the filter connection site during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "describe the event or problem: the fluid leaked from the filter connection site. Leak was discovered m tubing connected to patient, therefore compromising line integrity. Patient has a double lumen peripherally inserted central catheter (PICC) line. Sitter called rn into room because dripping was noticed from filter of ns line. Infusion stopped, new line primed, and cultures were drawn from lumen that was connected to compromised tubing."

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free tubing leaked from the filter connection site during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "describe the event or problem: the fluid leaked from the filter connection site. Leak was discovered m tubing connected to patient, therefore compromising line integrity. Patient has a double lumen peripherally inserted central catheter (PICC) line. Sitter called rn into room because dripping was noticed from filter of ns line. Infusion stopped, new line primed, and cultures were drawn from lumen that was connected to compromised tubing."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that fluid leaked from the filter connection site on 20027e could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.